Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was experiencing a return of their baseline symptoms of urge incontinence, urgency frequency, and urinary urgency. The patient's son reached out first on (B)(6) 2025 and left a message to call them back. The next morning, (B)(6) 2025, the patients son called back and upon answering the call the son made it very clear that the patient saw their healthcare provider (hcp) on (B)(6) 2025 and was not happy with how the patient was being managed. They said that the patient was always being directed to the manufacturing representative to address their issues and felt that they had been neglected by their urologist. They were also inquiring on how to turn off the patient's device. Upon asking why they wanted to turn it off they stated that that was the solution that the hcp and the patient had come up with since their symptoms were not being managed how the pat ient would like. The caller was not with the patient so they were given a detailed instructions on how to turn the device off. After instruction were given they then proceeded to ask who would be paying for the patient to have the device removed. The caller was told that if that was a procedure that the patient and hcp decided to do that would need to go through their insurance. The caller stated they felt like this should fall on the manufacturer since the device was implanted and it had not managed their symptoms since being implanted. The manufacturing representative (rep) noted that they had met with the patient on multiple accounts with and without their son present and had answered calls at all times of the day during the week/weekends to be accommodating to the patient referencing program changed. They had noted a lot of visits and changed at the time of these events. They advices the caller to turn of the patients device per the hcp request for a few weeks and see if the patients symptoms worsen with the therapy being off and to go from there. They also told the caller they would be happy to walk through how to turn off the device when they were present with the communicator and programmer. The caller had made no effort to reach out since the call. They had threatened that the patient may want to sue the manufacturer due to the therapy not working for them. They stated that their father was a lawyer and made their "bread and butter" by suing medical companies and healthcare companies. They even laughed and said "yeah he threated to even sue the hvac guy the other day because he wasn't happy." The rep told the caller that they were sorry if that was the case. The rep then reached out to the hcp immediately after the conversation and the hcp spoke with the patient for over 45 minutes in the clinic on (B)(6) 2025. They stated that they told the patient they would never know if it was going to work if they didn't stay on a program from 2 weeks. They also gave the scenario to the patient that if they were "constantly switching channels on the cable they would never get a chance to see what the plot line was." The hcp then proceeded to tell the rep that the patient was an anxious guy and that was the type. The rep wanted to note this event due to the patient's son threatening. They also noted that, though the caller had originally stated that the patient had not had improvement since implant, that they had noted of improvement post implant in the system. The rep knew all medical question and future plan of actions were being dealt with through the hcp. They also noted that the patient did show a 50% improvement at the time of their basic evaluation on (B)(6) 2023 before being implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.